Event description:
It was reported that the customer encountered a malfunction code on their pump, which was not on the resettable list, necessitating a pump replacement. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy, and the technical support team arranged for a replacement pump and provided instructions for putting the faulty pump into storage mode, with the expectation that it would be returned within ten days.